Manufacturer narrative:
Date of event: unknown, as the date incident occurred was not provided. Catalog number: partial catalog number indicated since lot number was not provided. Lot number: information unknown not provided. Expiration date: unknown since lot number was not provided. UDI number: unknown since lot number was not provided. If implanted, give date: not applicable as healon 5 is not an implantable device. If explanted, give date: not applicable as healon 5 is not an implantable device. Therefore, it was not explanted. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed.. Manufacturing record evaluation: the manufacturing record could not be performed and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. A copy of the article is provided with this report. Citation: antaki, f., dirani, a., ciongoli, r., m., steel, h. W., d.. Rezende, f., hemorrhagic complications associated with suprachoroidal buckling. International journal of retina and vitreous. (2020). 6:10,pp.1-12 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: hemorrhagic complications associated with suprachoroidal buckling. A retrospective study was done to report the complications of suprachoroidal buckling (scb) and to propose adjustments in the surgical technique to improve the safety of this procedure during the surgical learning curve. A total of 26 eyes of 26 patients underwent scb for the management of rhegmatogenous retinal detachments (rrd) secondary to a single or multiple retinal breaks. All patients were injected with a viscoelastic material (healon 5, abbott medical optics). The following adverse events were reported: subretinal hemorrhage (n=2), suprachoroidal hemorrhage (n=1), retinal re-detachment/ failure of attachment (n=4), vitreous hemorrhage (n=1), hyphema (n=1), increased intraocular pressure (n=1) and corneal edema (n=1). Interventions done for retinal detachments included secondary pars plana vitrectomy (ppv) with injection of c3f8, fluid-air-exchange (fax), removal of the intraocular lens and bag and silicone oil tamponade; intravenous acetazolamide was given for increased intraocular pressure (iop). Other jnj products were mentioned but no complaints were reported against them.

Event description:
The following article was received based on a literature review: article: hemorrhagic complications associated with suprachoroidal buckling. A retrospective study was done to report the complications of suprachoroidal buckling (scb) and to propose adjustments in the surgical technique to improve the safety of this procedure during the surgical learning curve. A total of 26 eyes of 26 patients underwent scb for the management of rhegmatogenous retinal detachments (rrd) secondary to a single or multiple retinal breaks. All patients were injected with a viscoelastic material (healon 5, abbott medical optics). The following adverse events were reported: subretinal hemorrhage (n=2), suprachoroidal hemorrhage (n=1), retinal re-detachment/ failure of attachment (n=4), vitreous hemorrhage (n=1), hyphema (n=1), increased intraocular pressure (n=1) and corneal edema (n=1). Interventions done for retinal detachments included secondary pars plana vitrectomy (ppv) with injection of c3f8, fluid-air-exchange (fax), removal of the intraocular lens and bag and silicone oil tamponade; intravenous acetazolamide was given for increased intraocular pressure (iop). Other jnj products were mentioned but no complaints were reported against them.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown, as the date incident occurred was not provided. Catalog number: partial catalog number indicated since lot number was not provided. Lot number: information unknown not provided. Expiration date: unknown since lot number was not provided. UDI number: unknown since lot number was not provided. If implanted, give date: not applicable as healon 5 is not an implantable device. If explanted, give date: not applicable as healon 5 is not an implantable device. Therefore, it was not explanted. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed.. Manufacturing record evaluation: the manufacturing record could not be performed and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. A copy of the article is provided with this report. Citation: antaki, f., dirani, a., ciongoli, r., m., steel, h. W., d.. Rezende, f., hemorrhagic complications associated with suprachoroidal buckling. International journal of retina and vitreous. (2020). 6:10,pp.1-12 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.